Event description:
It was reported that during testing the device was not cutting right. There was no patient involvement. During device evaluation, it was discovered that the cutter failed the cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4) review of the most recent repair records identified the following related repairs: during testing the cutters provided incomplete cuts respectively. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, please see associated reports: 0001526350-2022-00402 and 0001526350-2022-00766.